Event description:
Event description guidant received information that this boxed implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 3.11 volts. The decision was made to not implant this device. A similar device was implanted without reported complication. To date, there have been no reported patient symptoms associated with this clinical observation.